Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history showed force sensor background test and motor rate error. Functional testing was performed and the reported issue was confirmed. The cause was traced to a faulty main board. The main board was replaced to address this issue. The device passed all testing after repairs.

Event description:
It was reported that pump had force sensor alert that cannot be resolved, the event occurred during testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.